Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that before surgery, an ophthalmic suture and needle handle got broken. The details of the procedure were not provided. The surgery was completed on the same day by using new suture without any patient health impact.